Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31756. It was reported the patient experienced ineffective stimulation due to the leads migrating from a fall. Surgical intervention may take place at a later date.

Manufacturer narrative:
The reported event of migration could not be confirmed with products testing alone. However; high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified kinks on the lead bodies where all of the internal wires were broken. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Event description:
Additional information received indicates the leads were explanted and replaced. Therapy was restored.